Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during the implant procedure, upon moving patient from the table there was oversensing on rv lead, thought to be a loose set screw. The pocket was repoened and the rv lead was unhooked. The lead tested on the analyzer normally, but when hooked back up to the device oversensing was noted.the device was not implanted. No patient complications have been reported as a result of this event.